Manufacturer narrative:
Analysis of lead model 977a260, lot # va0rsuk021 showed no anomalies.

Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). The patient was seen by the manufacturer¿s representative on (B)(6) 2015 to optimize programming after recently being implanted. The patient was again seen on (B)(6) 2015 where they were ¿in tears¿ because the stimulation was no longer helping them. They felt the stimulation in the back and left leg but not in the left hip area where they needed it. Specifically, the stimulation coverage started leaving the hip area and gradually moved further down into the leg which eventually gave them an unpleasant leg and chest stimulation. The patient then turned the device off. Reprogramming did not help the issue which included trying high density (hd) programming. The patient was seen by their physician on (B)(6) 2015 where imaging showed that the leads had moved. The reason for the lead migration was unknown and the patient denied any falls or that anything unusual happened. A successful lead revision was performed on (B)(6) 2015 where 1 lead was removed and replaced. It was noted that the physician was unable to pull the lead down manually and still sutured the anchor down. Specifics of the procedure noted that it had started very late (8 pm) and took multiple attempts to get the lead into the needed position in the epidural space along with multiple programming scenarios. The patient was finally able to get stimulation coverage (on group 1) for their hip that they ¿could live with¿. Because of the surgery took so long and required multiple re-positioning with testing, the physician decided that it was best not to activate the ins device. The patient was then seen on (B)(6) 2015 where it was reported that they had good coverage on their left hip on 5 groups provided by the device. The patient used phrases like "that's a lot better", "that feels pretty good", and "I can definitely live with that". Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. (B)(4).

Event description:
Follow up information clarified that the positioning issues during the revision procedure occurred with the new lead and the issue was described as ¿didn¿t want to go exactly where it needed to be.¿ the patient was seen on (B)(6) 2015 where it was noted that they were off the vast majority of their pain medications and was walking without the use of an assistive device. Their outlook on life was described as much improved. If additional information be received a supplemental report will be filed.